Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure, performed on (B)(6) 2025. During the procedure, the bands were twisted together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a varicose vein ligation procedure, performed on (B)(6) 2025. During the procedure, the bands were twisted together and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, it was observed that the ligator housing returned with five bands attached to it, three bands were overlapped. Two teeth were found damaged, and the handle did not have evidence that the trip wire was secured or pulled up to take the rest of the slack. A picture provided by the customer was analyzed and was possible to observe the ligator housing with the bands overlapped. The reported event of bands unable to deploy was confirmed. The instructions for use (IFU) were not followed, as the trip wire was not secured into the handle slot. This can ultimately affect the proper deployment of the bands once the ligator housing is installed in the endoscope, preventing the trip wire from functioning correctly in coordination with the handle when pulling the bands. Also, it was found that the ligator housing returned with two teeth damaged. The marks on the ligator housing teeth imply that the device might have been used with excessive force in order for the teeth to get damaged, or this could be attributed to the way the physician was entering the device through the patient. Based on all gathered information, the probable cause selected is failure to follow instructions.